Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management pcb, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not charge batteries. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) would not charge batteries. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The suspected faulty power management board (pmb) was returned to getinge's national repair center (nrc) for failure investigation. A getinge technician inspected the pmb per procedure and to the ipc-a-610 standard with no visual damage observed. The nrc installed the pmb into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The nrc first installed a battery into the console of the test fixture and installed a bulk junior supply into slot #1. The battery was installed in slot #2. The battery charged with no problem found. The nrc then installed the console into the cardiosave cart and installed the batteries into slot #1 and slot #1. Both batteries were observed to charge with no problem found. The nrc could not verify the failure of the batteries not charging. The pmb passed testing and will be sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.